Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to continued leakage. A new artificial urinary sphincter 5.0 cm cuff component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced tissue atrophy and the patient outcome was positive.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to continued leakage. A new artificial urinary sphincter 5.0 cm cuff component was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.